Event description:
The manufacturer received a report that a trilogy o2 ventilator had a set respiratory rate of 38 breaths per minute, but the actual measured respiratory rate exceeded 60. The patient has no spontaneous breathing at baseline. Maintenance checked the device. The device displayed an alarm that stated, "please inspect the ventilator". After circuit replacement, there was no improvement. A resuscitation bag was used on the patient until a backup ventilator was applied. This event is assessed as a non-serious injury by philips clinical expert. Therefore, the device did not contribute to a serious injury or death. The subject ventilator was reported to have active exhalation control module (aecm) failure not otherwise defined. The product investigation lab (pil) received the aecm for testing. Pil was able to duplicate the test failure of the suspected aecm from the service. Pil tech verified error code e-291 was produced during investigation at pil. This error codes is a "check circuit" alarm and has been determined to be a reportable issue in this instance as it occurred as the result of a confirmed system malfunction due to the aecm not functioning properly. Pil could determine that the solenoid and proportional valves do not open or close properly. The suspect aecm failed bench testing. In addition, pil verified that the suspected aecm failed aecm post testing at the trilogy test station. Pil has determined that aecm is faulty. The aecm was scrapped as per work instruction.